Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the additional information provided by the user facility, the following was confirmed: as a result of routine microbiological testing by the user facility twice a year, the sample collected from instrument channel of the olympus gastrointestinal videoscopes gif-h290t tested positive for pseudomonas aeruginosa. Bacteria were detected in the videoscope gif-h290t with either serial number (B)(6) or serial number (B)(6) owned by the user facility. Samples were collected from the reprocessed videoscope gif-h290t on (B)(6) 2021. There was no abnormality in the leakage test. Precleaning and brushing of the instrument channel, suction channel, and instrument channel port had been performed. The device had been washed for 1 minute and disinfected for 5 minutes, with an olympus automated endoscope reprocessor model oer-5. The disinfectant was within the effective concentration. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the inside of the pipeline from the instrument channel outlet at the distal end to the suction connector of the endoscope connector was observed, but no abnormalities such as buckling, dirt, and foreign material adhesion were confirmed. -no significant dirt or foreign material was found around the instrument channel inlet or cylinder. The exact cause of the reported event could not be conclusively determined at this time. The device is planned to be sent to olympus service operation repair center (sorc) for further investigation. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -the drainage on the objective lens was not good. -the angulation was insufficient and there was play. -the adhesive of the bending section rubber was chipped. The exact cause of the reported event could not be conclusively determined. From the following investigation result, omsc was unable to determine the association between the device and the reported event. -as a result of the culture test of the sample taken from the instrument channel, pseudomonas aeruginosa was detected. The number of pseudomonas aeruginosa detected was unknown. -no deviation from the instruction manual was confirmed in the reprocessing procedure by the user facility. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. The olympus representative will visit the user facility for more information. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3, oer-4, oer-5. There was no report of infection associated with this report.